Manufacturer narrative:
The recipient's activation reportedly went well.

Event description:
The recipient is reportedly experiencing a cholesteatoma and decreased performance. Programming adjustments were made, however, the issue did not resolve fully. Revision surgery is scheduled.

Manufacturer narrative:
On (B)(6) 2018, the recipient underwent exploratory surgery. While a cholesteatoma was not found, fluid in the mastoid, scar tissue, and bony overgrowth was noted in the facial recess and around the array. The bony overgrowth was cleared out and the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing a possible cholesteatoma and decreased performance. Programming adjustments were made, however, the issue did not fully resolve. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed near the array, and the electrode ground ring sleeve was damaged. In addition, tool marks were observed on the top cover. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. This is the final report.